Manufacturer narrative:
(B)(4). Eval, results: cva/stroke.

Event description:
Pt received a 3.5mm diameter x 12mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent in the prox rca. Slow flow was confirmed during the procedure. It was reported that the pt was asymptomatic on discharge, at 30 day and 6 month f/u. However it was reported that approximately 9 months post stent implant the pt suffered an ischemic stroke. Re-hospitalization was required. Investigator reported that the event was unrelated to the study stent.